Event description:
During servicing of electrode belt sn (B)(4), which was returned on complaint for an unrelated non-conformance, it was discovered that the trunk cable connector was pulled from the distribution node. The last pt to use this belt did not report a problem with a pulled cable and was issued a replacement electrode belt for the unrelated nonconformance.

Manufacturer narrative:
Device eval summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon receipt the trunk cable was pulled from the distribution node exposing wires. The cause for the exposed wires was the pulled trunk cable from the distribution node. The root cause for the pulled cable cannot be positively determined but is likely physical abuse. No adverse event resulted from the exposed wires. The last pt to use this electrode belt did not report any problems with the cable.